Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose pitch cable in the housing. A visual inspection of the backend found no evidence of a loose screw, cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion for a short times. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the distal clevis and grip tips sometimes moved in the opposite direction for a short times. This behavior was observed in the pitch direction. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause the root cause of this failure mode is attributed to the loose pitch cable.

Event description:
Refer to h11 for follow-up information.